Manufacturer narrative:
All buttons functioning properly. However, found corroded keypad traces. No button error alarm during testing. No ramping numbers noted on the display. Pump received with cracked battery tube thread, broken belt clip slot, and cracked reservoir tube lip noted. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a button error alarm and numbers were ramping on the screen. Customer also reported that the keypad was not responding properly. The customer did not recall any significant events leading up to the error alarm. Blood glucose level at the time of the incident was 124 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.